Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed no miss setting or other errors related to delivery failure. Functional testing was unable to replicate the reported issue; pump accuracy was within specification. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion, the chemical solution did not flow; when the low reservoir alarm occurred, there was about 30ml of the chemical solution remaining. There was no patient harm reported.